Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient underwent transforaminal lumbar interbody fusion at l5/s1 using screw and another manufacturer's cage. Post-op,the patient developed nerve root stenosis due to lateral out of the cage. The cause of the lateral out of the cage was that the insertion point of the s1 screw was on the cranial side, and the screw had cut out when inserting it, so the screw loosened and lateral out of the cage occurred. The patient had achieved solid fusion. The patient underwent revision surgery for removal of the cage and replacement of loosened screw. Because the screw cut out, the screw was replaced with a bigger one with changing insertion point.

Manufacturer narrative:
Product analysis: the bone screw has returned with no visible signs of failure. Visual and microscopic examination does not reveal a failure of the screw. The major diameter of the bone screw appears to be to print spec. There does not appear to be a failure with the screw that would cause it to back out. If information is provided in the future, a supplemental report will be issued.